Event description:
Related manufacturer reference number: 2017865-2021-33808. It was reported that the patient presented for a follow-up in clinic. Interrogation of the device showed that the right atrial (ra) lead was sensing noise and had high pacing impedance. Additionally, the right ventricular (rv) lead had high capture thresholds as well as sensing issues due to r-wave amplitude variation. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.